Event description:
It was reported that the user experienced a period of high glucose after discovering the ilet pump was shut off and requested assistance to reconnect, after which insulin delivery resumed. The user utilizes a contact detach infusion set. Symptoms included hyperglycemia reaching 401 mg/dl without an available glucometer to confirm. Outcomes included no hospitalization and continuation of therapy after successful troubleshooting and education. Investigation included customer-service guided troubleshooting and user education to restore insulin delivery. Investigation of this case revealed user-initiated pump shutoff with subsequent hyperglycemia after not reverting to alernative therapy, followed by successful reconnection and resumption of insulin delivery, with sensor data indicating a downward trend after restart. It was concluded, based on previously established findings for similar reports, that the cause was use error related to unintentional pump shutdown.